Event description:
A hospital reported an event involving the 900rd010 single use adjustable t-piece and resuscitation circuit ('the resuscitation circuit'). The chief resource officer at the hospital advised that the breathing tube 'appeared to have melted and kinked preventing airflow'. The subject resuscitation circuit is an unheated device.

Manufacturer narrative:
Conclusion/analysis: at the outset, we advise that fph has not received any communication in respect of the actual cause of the pt's death. To date, despite follow-up requests for info that would assist in our analysis of the root cause of the incident, fph has not received correspondence other than what is outlined. Without the actual complaint device, fph is unable to assess the nature of the alleged damage. The 900rd010 single-use adjustable t-piece and resuscitation circuit is designed for use with fph's neopuff infant resuscitator ('the neopuff') to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. The neopuff unit consists of 3 adjustable valves to control maximum pressure, peak inspiratory pressure (pip) and peak end expiratory pressure (peep). When used in conjunction with the 900rd010 circuit kit, the t-piece component of the circuit kit enables the desired peep level to be attained via an adjustable valve. The breathing tube component of the 900rd010 circuit kit is connected to the t-piece for the delivery of respiratory gases to the pt. We advise that the complaint breathing tube is an unheated device and consists of a polyethylene material. The neopuff unit itself does not contain a heat source. Without the complaint breathing tube or photographs of the alleged 'melt', fph is unable to determine the exact cause of this incident as reported by the hospital. It is possible that an external heat source in the vicinity of the equipment set-up radiated sufficient heat to cause the tube to melt. However, despite further inquiry in respect of equipment set-up, fph has not received a response. We do not expect to receive further info from the hospital. To date, fph has not received any reports of similar incidents involving the subject circuit kit. This is the first and only complaint we have received for the type of event as reported.